Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left rupture, capsular contracture; baker grade IV, calcified granuloma, and breast deformity. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast implant surgery with mentor medical devices (unk_gel implants textured, date of implant unk) has experienced breast implant rupture on the right side. It was also reported that the patient developed bilateral breast baker IV capsular contracture, bilateral calcified granulomas and painful bilateral breast deformity. As a result, the patient underwent bilateral explantation on (B)(6) 2025. The mentioned bilateral calcified granulomas indicate leakage of the implant contents, which in turn may suggest rupture of the implants on both sides. Should additional information become available, this case will be re-assessed and notes will be updated. This medwatch report is for the patient¿s left-sided device.